Event description:
Customer reported power supply had frayed wires with exposed copper showing.

Manufacturer narrative:
The power supply was received for inspection where it was determined that it was not approved for use with the vs100. The vs100 requires a 15v power supply. The power supply received outputs at 12v and does not provide enough power to charge the device. The instructions for use states to use only accessories approved by welch allyn. The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. A replacement power supply was provided to the customer.

Manufacturer narrative:
The device was returned where an initial inspection confirmed the customers allegation of exposed copper wires on the ac component of the power supply. Additional information has been requested regarding the returned device, a supplemental report will be submitted upon completion of the investigation.

Event description:
Customer reported power supply had frayed wires with exposed copper showing.